Event description:
Pt underwent primary hip procedure on (B)(6), 2006. Revision procedure was performed on (B)(6), 2011 due to unexplained pain. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was rec'd. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report filed (B)(4), 2011.